Manufacturer narrative:
Investigation of the unit associated with this report is in progress. If additional info is made available, a supplemental report will be submitted.

Event description:
During service inspection of the unit failure of no audio was identified during post tone. There was no pt harm reported.